Event description:
The service report shows the customer alleged intermittent audio alarm. The nellcor puritan-bennett customer support engineer (npb cse) verified intermittent alarm when power switch was pressed and moved about. The npb cse inpected the device and replaced the power switch. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleges in this report.